Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the thigh. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured before reaching the rated burst pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. (B)(6). D4 lot number corrected from 0023194535 to 0023171984. D4 expiration date corrected from 01/15/2022 to 01/10/2022. H4 device manufacture date corrected from 01/16/2019 to 01/11/2019. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from two balloon pinhole located approximately 40mm and 43mm proximal from the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the thigh. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured before reaching the rated burst pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.